Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during follow-up, atrial noise signals and a low pacing impedance measurement were exhibited; the associated device was reprogrammed from ddd to vvi to avoid further current consumption and an x-ray taken to ensure no associated lead fractures. X-ray imaging suggested no lead fractures; to date, the atrial lead remain implanted and in service.